Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9610726-2010-00454.

Event description:
It was reported that: "surgeon was doing a duracon poly exchanged of an l1 baseplate with a large cs 11mm insert. The insert would engage on the front lip after numerous attempts. Another poly was opened - large cs 13mm insert and would not engage either. Finally, the doctor cemented the 13mm liner in to place."